Event description:
Caller reported aviva nano system blood glucose result of 434 mg/dl at a time she felt symptoms of hypoglycemia. She ate toasted bread with jam. Same system retest was 57 mg/dl within 10 minutes. No adverse event was reported. A request was made for the return of the meter and strips.

Manufacturer narrative:
The event occurred in italy while this product is not sold in the united states, it is like or similar to a product marketed in the united states. Strips not returned.